Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No specific information regarding events has been provided. It is unknown which layer of tissue/ incision the patient experienced reaction. Patient event/ reaction regarding 3-0 monocryl captured in mw 2210968-2020-01059; patient event /reaction regarding 4-0 monocryl captured in mw 2210968-2020-01060; patient event/ reaction regarding 5-0 monocryl captured; patient event/ reaction regarding bilat 0 pds captured in mw 2210968-2020-01062 and mw 2210968-2020-01063 ; patient event/ reaction regarding bilat 2-0 pds captured in mw 2210968-2020-01064 and mw 2210968-2020-01065; patient event/ reaction regarding bilateral 3-0 pds captured in mw 2210968-2020-01066 and mw 2210968-2020-01067.

Event description:
It was reported by an attorney that the patient revision bilateral reconstructed breast, fat grafting with harvest of the flanks, thigh and arm, fat injections into the infraclavicular hollowing, suction assisted lipectomy of the arms, suction assisted lipectomy of the thighs, revision medial fat plasty with extended incision and revision of abdominal wound x2 on (B)(6) 2012 during which ¿each of those 20 cm incisions were excised, revised and closed with 3-0 monocryl deep dermal sutures and 4-0 monocryl subcuticular sutures. The wound was closed using 2-0 pds deep sutures, 3-0 monocryl for the deep dermal sutures and 5-0 monocryl subcuticular sutures. The wound was then closed with 3-0 monocryl deep dermal sutures, 3-0 monocryl subcuticular sutures. The deep tissues were closed using 0 pds interrupted sutures bilaterally, 2-0 pds deep fascial sutures bilaterally and 2-0 fascial sutures bilaterally, 3-0 subcuticular sutures.¿ it was reported the patient experienced an undisclosed adverse event. No additional information was provided.